Event description:
It was reported that the right ventricular lead exhibited noise. Further information was requested, but not yet available.

Event description:
New information received notes that the noise was over-sensed and caused inhibition of pacing. Undersensing was also noted. Programming changes were successfully made. The patient was stable and asymptomatic.